Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex products that are cleared in the us. The pro code and 510 k number for the rotarex products are identified in d2 and g4. H10: manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical sample was not received for evaluation and a physical investigation was not possible. The user reported and provided image contains information regarding catheter guidewire break. After review of the provided images, guidewire break can be confirmed. Therefore, the investigation is confirmed for the reported catheter guidewire break issue. A clear root cause could not be identified but a damaged guidewire represents a known inherent risk. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3. H11: b5, d4 (medical device catalogue number), h6 (method, result, conclusion). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a thrombectomy and atherectomy procedure in the lower limb via the superficial femoral artery, the head end of the rotary cutting had allegedly led to the guidewire break inside the patient's body. It was further reported that the device was allegedly fell off. Reportedly, the grasper was used to remove the guidewire and failed to complete the extraction of the thrombus. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, photos were provided for review. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a thrombectomy and atherectomy procedure via superficial femoral artery in the lower limb, the head end of the rotary cutting led to the guidewire allegedly had broken in the patient's body. It was further reported that the device was allegedly fell off. Reportedly, the grasper was used to remove the guidewire and failed to complete the extraction of the thrombus. There was no reported patient injury.